Event description:
It was reported that during a routine follow up, a software error message was displayed when attempting to interrogate the pulse generator. After a device software download was successfully performed, the device exhibited premature battery depletion. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed the reported software anomaly. A device software download was successfully performed. The software download erased the device memory. Consequently, it was not possible to determine the root cause.